Event description:
It was reported that a spectrum pump failed to detect downstream occlusion. This occurred during preventive maintenance. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11: the device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Evaluation performed downstream occlusion test and it passed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.